Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient is seeing a dark temporal arc. The patient is bothered both day and night, particularly while driving. (The patient indicated prior to implant surgery, their uncorrected visual acuity was 20/15 in both eyes.) The association between this event and the iol is not known. Additional information has been requested.